Event description:
It was reported that the colonovideoscope displayed a b30 scope communication error message. The issue was found during maintenance. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, evaluation found the image had white dots. A root cause could not be identified. Based on the results of the investigation, the error message was likely caused by a corroded scope connector and the white dots was caused by a faulty charged coupled device (ccd) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.